Event description:
The customer reported that while running an htlv-I/ii assay, summit sample handler did not pipette the correct amount of sample into well position a6 and no error message was generated. A field service engineer was dispatched and was unable to duplicate the event. All plunger clamps passed holding force test. No death or serious injury was associated with this event.